Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician was attempting to use a complete se stent to treat the superior mesenteric artery. No damage was noted to the device packaging. No issues were noted when removing the device from the hoop/tray. The device was prepped as per IFU and inspected with no issues noted. The lesion was pre-dilated. During the procedure no resistance was encountered when delivering the stent. Excessive force was not used. It was reported that the distal tip of the catheter broke during the removal of the delivery system after stent implant. The detached portion of the catheter was impossible to retrieve and remains in the patient. A scan performed one day post procedure shows the presence of a partial thrombus in the sma. The stent remains implanted and the tip of the catheter remains in the patient. Good patency of the artery nonetheless. No further patient injury reported for this event.

Manufacturer narrative:
Product analysis:. The device returned with the tip detached from the inner member. The material at the detachment site was even. The inner member was kinked immediately proximal to the middle member. There were slight kinks along the inner member at 0.9cm and 1.2cm proximal to the detachment site. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.